Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). When the wds was advanced through the was transesophageal echocardiogram (tee) identified a thrombus inside the was. The wds was removed and the thrombus was aspirated using the was. The procedure proceeded and the closure device was deployed. Following deployment a mobile thrombus was noted on the surface of the closure device. The thrombus was aspirated via the was and the procedure successfully concluded. The patient underwent neurological checks with no abnormalities reported. No patient complications were reported.